Event description:
Case description: investigation results: novopen 4, batch number: jvgt706. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: imdrf codes and inv results were added narrative was updated accordingly. Final manufacturer's comment: 01-mar-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary: novopen 4, batch number: jvgt706. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia during using novopen 4 [hyperglycaemia]. Novopen 4 with technical issue of hardly usage [device malfunction]. The pen did not inject the whole dose one time ,she had to inject the patient 3 times, patient took only 12 or 15 u instead of 42 u [device delivery system issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia during using novopen 4(hyperglycemia)" with an unspecified onset date, "novopen 4 with technical issue of hardly usage(device malfunction)" with an unspecified onset date, "the pen did not inject the whole dose one time ,she had to inject the patient 3 times, patient took only 12 or 15 u instead of 42 u(inaccurate delivery by device)" with an unspecified onset date and concerned a 64 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height: 165 cm. Patient's weight: 65 kg. Patient's bmi: 23.87511480. Dosage regimens: novopen 4: current condition: diabetes mellitus, difficult movement procedure: open heart surgery. Concomitant products included - lantus(insulin glargine). On an unspecified date, the patient had novopen 4 with technical issue of hardly usage and didn't inject insulin suffered from hyperglycemia about one year ago reached 800 mg/dl (hospitalized) and still not recovered as last friday reached 500 mg/dl causing hospitalization and decreased to 311 mg/dl immediately after taking the dose of insulin. It was reported that the patient took only 12 or 15 u instead of 42 u dose due to the pen problem. It was reported that the pen did not inject the whole dose one time ,reporter had to inject the patient 3 times , and she was not sure that the pen injected the right dose so hyperglycemia occurred. It was reported that the patient was using 2 types of insulin, but didn't remember insulin names. The patient was hospitalized last friday and took saline and suffered high heart enzymes level and suffered from shivering. Batch numbers: novopen 4: jvgt706. The outcome for the event "hyperglycemia during using novopen 4(hyperglycemia)" was not yet recovered. The outcome for the event "novopen 4 with technical issue of hardly usage(device malfunction)" was not reported. The outcome for the event "the pen did not inject the whole dose one time ,she had to inject the patient 3 times, patient took only 12 or 15 u instead of 42 u(inaccurate delivery by device)" was not reported. Reporter comment: used insulin was yellow or orange penfils but couldn't confirm insulin name, started insulin from about 3 years, not fixed dose, he takes dose according to bg levels (every 50 mg/dl take 7 u) such as 250 mg/dl take 14 u causality of hyperglycemia (unlikely) for insulin, probable for the pen problem.